Event description:
Boston scientific received information that the patient with this device passed away approximately three years ago, while hospitalized for a planned, non-cardiac related procedure. The patient was non-responsive to cardiopulmonary resuscitation efforts. Clinical information to date states the boston scientific device was not involved in the event and the death was reported as 'patient related'. However, the clinical investigator reported a possible association between the device and the patient's death. The medical facility did not perform a post-mortem interrogation and the device was never returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.